Event description:
Based on the information received on (B)(4) 2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This unsolicited case from united states was received on (B)(6) 2017 from a physician. This case concerns a female patient of unknown age who received treatment with synvisc one and later after unknown latency had discomfort and pain in both the knees. Also, device malfunction was identified for the reported lot number. No medical history, concomitant medication or concurrent condition was provided. The patient had received synvisc-one injection in the knee or knees successfully in the past. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (bilateral) for knee pain (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in 2017, after unknown latency the patient had discomfort and pain in both the knees. The patient did not call doctor, but doctor reached out to the patient because she had been injected with the lot of synvisc-one placed on hold that is when he learned of the event. The patient would be coming to doctor's office soon. No further details were provided. Corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on (B)(4) 02017 and 12-jan-2018 (both information processed together with clock start date of (B)(4) 2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 23-jan-2018: this case concerns a patient who suffered from discomfort in joints and pain in both knees after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events to the product cannot be excluded.